Event description:
It was reported that the right ventricular (rv) lead exhibited noise which resulted in multiple false ventricular tachycardia (vt) episodes. No therapy was delivered. The lead was cut below the trifurcation,capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: 4543 competitor lead, date of implant: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.